Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detachment during suturing of skin.

Manufacturer narrative:
Manufacturing site evaluation: samples received: five unopened in original packaging and one open units were received. Stock verification: stock were verified. There are no available units of the product code and batch code in stock. There are two complaints identified for this material / batch code are reported; (B)(4) units of this batch code were manufactured and distributed. Tested the five samples received for armed resistance and two results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective / preventive actions: not applicable.